Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, e2401 - insufficient information and f24 - insufficient information. Correction : describe event or problem. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, e, f, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported during bd on site visit, channel error 354.6770 occurred on a pump module. There was patient involvement but no harm.

Event description:
It was reported during bd on site visit, channel error 354.6770 occurred on a pump module. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during bd on site visit, channel error 354.6770 occurred on a pump module. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a0801 - failure to calibrate (2440).

Event description:
It was reported during bd on site visit, channel error 354.6770 occurred on a pump module. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a050701 - failure to align (2522), g0405203 - clamp, g0201503 - wiring harness, c17 - maintenance problem identified, d07 - cause traced to maintenance. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a code and manufacturer narrative. Investigation summary: the customer¿s reported complaint that the device had channel error 354.6770 was confirmed during the log review and laboratory testing. ¿ laboratory testing performed on the returned syringe module found that by reseating the pressure sensor harness into the j14 connector on the syringe module¿s logic board the channel error was no longer observed and the device past all preventive maintenance testing. ¿ the event was reported to have occurred on (B)(6) 2022, however there were entries observed during the log review for the provided event date. No event time was reported. Based on the review of the pcu event log, on (B)(6) 2022 at 1:34 pm, the system alarmed channel error (error code 354.6770.0). ¿ at 1:35 pm, the syringe module was removed and then readded to the system. It immediately alarmed channel error. The syringe module was removed. ¿ at 1:37 pm, the system was powered off at 1:37 pm. ¿ a review of the syringe module error log identified error code 354.6770.0 was recorded on (B)(6) 2022 at 1:34 pm. ¿ the source syringe modules was being used for treatment purposes. Root cause: the probable cause of the report that the syringe module had error code 354.6770.0 can be attributed to an improperly connected pressure sensor harness. It is possible that the pressure sensor harness could have been dislodged during an unknown servicing activity, external inspection found the instrument tamper seal to be missing. Note that this report lists imdrf annex a1801, a0401, a040502, a040601, g04061, g02017, c07, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.